Manufacturer narrative:
During inspection and testing, the acoustic lens being pierced, damaged, and peeling off was suspected to be caused by physical stress such as dropping or hitting the probe on a hard surface. In addition, service found that the probe unit was dented, the light guide cover lens was chipped, and the distal end was deformed. The ultrasonic braid and the bending tube metal braid were deformed. The paint on the scope cover and air/water nut was peeling off. The wire stopper angulation control was out of specification. Several of the device components demonstrated wear, corrosion, and physical/chemical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility sent the device to an olympus service center for evaluation with no alleged complaint. The device inspection and testing found the acoustic lens was pierced, damaged and peeling off. This report is being submitted for the reportable malfunction observed during the device evaluation (acoustic lens was pierced, damaged and peeling off). There was no patient or user injury due to the event, as the issue was found during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 20-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope 9. Inspect the ultrasonic transducer surface at the distal end of the endoscope's insertion tube for scratching, cracks, bulges, dents or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.